Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0535 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recq0535) have been reported from multiple facilities in (B)(6).

Event description:
It was reported that the nurse of the neonatal ICU that when lubricating the catheter per q cath 2fr to start the procedure the same met with a hole in the catheter body. The device was not used on the patient, it was necessary to take another product for the procedure.

Event description:
It was reported that the nurse of the neonatal ICU that when lubricating the catheter per q cath 2fr to start the procedure the same met with a hole in the catheter body. The device was not used on the patient, it was necessary to take another product for the procedure.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 2 fr perqcath catheter was returned for investigation. The stylet was returned outside of the catheter. Use residue was present on the device. The catheter extended 23.5 cm. The sample was flushed with water using a 12 ml syringe and was found to be occluded. Attempts to clear the obstruction were unsuccessful. A non-complainant connector was used to flush the catheter from the distal end. A leak was observed 7.2 cm from the distal end. The catheter was split vertically and the inner surface of the catheter leak location was microscopically examined. A longitudinal split was present. The split edges were observed to be course. The internal damage appeared to extend further than the external damage which is indicative of an internal damage source. The damage was most likely caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. A lot history review (lhr) of recq0535 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recq0535) have been reported from multiple facilities in brazil.